Event description:
Patient was revised approximately 2 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Patient was revised for infection at the implant site. 32 mm + 3 standard humeral cup explanted and replaced with 32 mm + 3 stability humeral cup.

Manufacturer narrative:
Patient revised after 2 months for infection. No actual, implied, or suspect link to fx product.